Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process. There was no adverse impact to customer's blood glucose level. Reportedly the customer had an incorrect air removal technique. Tandem technical support educated the customer on proper air removal techniques. Multiple cartridge changes were performed resolving the issue.